Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and will continue to be monitored.

Event description:
During follow-up, loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed that the rv lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.